Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a transurethral lithotripsy using a ncircle tipless stone extractor, the loops of the basket tip were abnormal and turned outward. Another same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, prior to a transurethral lithotripsy using a ncircle tipless stone extractor, the loops of the basket tip were abnormal and turned outward. Another same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination of the device was performed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a definitive cause for the malfunction could not be determined. It is possible that variations in manufacturing could have produced stresses on the basket wires that caused the basket to become deformed when tested by the user, or that handling of the device during unpacking or testing may have placed stresses on the basket wires. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.